Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there was a dent on the outer tube and sharp edges on the distal end, that has caused a lens in the optical system to break and resulting in no image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid optical laparoscope exhibited sharp edges on the distal end. There was no patient involvement.